Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, a supply change was performed to address bg and the issue and insulin delivery was resumed.